Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call from the doctor's office that the customer continues to have air bubbles in the reservoirs even though the insulin pump was replaced in (B)(6) 2015. It was stated that the doctor believes there is something wrong with the insulin pump alignment and should be replaced. Caller was advised that replacing the insulin pump cannot guarantee the air bubbles issue would be resolved. Blood glucose value was 90 mg/dl.